Event description:
Patient called to report an adverse event involving the needle used to deliver eylea medication on (B)(6) 2023. Patient stated during the injection, which was given by a doctor, she felt as if something slid off to the side. She stated that she believed whatever had slid was retrieved but continued to feel discomfort and a scratchy feeling. Patient stated she continued to feel the scratched sensation in her eye and was told by the doctor to use drops in her eye daily. Patient stated she was seen again on (B)(6) 2024 and it was confirmed in office after an eye inspection that her eye was scratched. Patient stated she is not sure if the scratch is a result of the doctor pushing too hard during injection and/or a device failure, but it's caused her a lot of discomfort. Patient stated through her own research she learned that the syringe device comes in 2 parts, and she thinks that's a poor design and could be the reason for the device failure. She stated she believes the device should be one piece. She said she has another appointment coming up in (B)(6) and will decide if she will continue with injections or not.